Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test and then the display went blank. Blood glucose value was 115 mg/dl. She stated that the display was blank less than 30 seconds and she received a battery out limit alarm. She confirmed that the battery cap was not damaged or corroded. She was assisted with clearing the alarm and reprogramming the device. She was advised to monitor the insulin p ump. She called back the next day and reported that the display went blank again. The alarm history showed a failed battery test alarm. Blood glucose value was 87 mg/dl. Troubleshooting was done and the customer received a failed battery test when inserting a new battery. The customer was advised to discontinue the use of the device and revert to a back-up plan until receiving the battery cap replacement.